Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pancreatectomy, on the pancreas, the stapler was not able to fire, the surgeon was able to press the green button and squeeze the handle. There was a noise at the time of firing. They replaced the product to complete the case. There was no patient injury.